Event description:
Chair alarm did not go off as designed. Alarm noted to be in "on position", but when tested, did not activate when seat belt undone, as it should. When unplugged from seat belt and turned on, alarm sound would work, but not when plugged in. Alarm switched out, and new alarm worked when engaged and plugged in and seat belt undone, leading to us to suspect problem with jack port. Alarm pulled from service.